Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon used stainless steel small cortex screws in hospital inventory to fix a titanium one-third tubular plate which was rental. There was no actual issue or complaint but the customer just wanted to report it because the screws were stainless steel and the plate was titanium. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Specific date not reported, but date of event reported as (B)(6) 2015 and that is likely the implant date as well. Device has not been reported as explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data is available. This report is for unknown stainless steel small cortex screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.